Event description:
The company was informed of an alleged incident via email from (B)(6). The email describes the alleged incident as the following: "pt rec'd the liberator 45 unit from (B)(6) on (B)(6)2013 at the (B)(6). On the night of (B)(6) 2013 there was a sound of a big bang and the whole oxygen has leaked out of the unit. The whole room was filled by a "fog"." Photos provided by (B)(6) indicated male quick disconnect valve had become frozen to the portable unit and was sheared off. No personal injury was reported.